Event description:
During evaluation, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation, the force sensor was found to be out of calibration.